Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup operation. The patient had not consistently attended follow-up visits. The device was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
(B)(6).